Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the nursing staff reported non-invasive blood pressure (nbp) measurements were too high or too low. A philips remote service engineer asked the customer biomedical engineer (biomed) to look at the error log and an error code "820 nbp equip malfunction and error 820 (138) nbp hose blocked" was found. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.